Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and loss of capture (loc) with pacing inhibition resulting in syncope for a dependent patient. Surgical intervention was performed and the lead was capped.